Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during retracting the biopsy needle the sleeve of the introducer distorted and a hole was noted in the sleeve. No injury reported. The user succeeded in placing the needle and the marker in the area that was biopsied.